Event description:
It was learned through implant patient registry that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 1 years, 7 months due to unknown reasons. The explanted valve was replaced with a 23mm 11060a valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a patient with a 23mm 11500a aortic valve underwent a redo avr after an implant duration of 1 years, 7 months due to staph aureus endocarditis. The explanted valve was replaced with a 23mm 11060a valved conduit. Per medical records, patient was admitted for staph aureus bacteremia c/b endocarditis with vegetation on aortomitral curtain, valvular vegetation, and possible root abscess. Intraoperatively, aortic root large pseudoaneurysm involving majority of left and right coronary sinuses noted. Aortic valve was explanted easily. Following debridement, surgeon noted there was no healthy annular tissue left along the left and right coronary sinus. Valve was replaced with a 23mm 11060a valved aortic conduit and patient was transferred to cvicu. Echo demonstrated well-seated valve. Patient discharged on pod#6. This is a 75-year-old male patient edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.